Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer septal occluder was selected for implant on (B)(6) 2024. The device was prepared per IFU. The cable connection was checked during device preparation and prior to deployment. During implant both discs of the device took on cobra shapes. The device was re-sheathed and re-deployed 3 times with the same results. It was observed on the third attempt that the device prematurely detached from the delivery cable. The device was surgically removed from the patient and the defect was surgically closed.

Manufacturer narrative:
An event of device separation after attempting multiple recaptures was reported. A device related cause could not be confirmed as returned device assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on received information the cause of reported event could have been due to procedural conditions(re-sheathes and re-deployments). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.